Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be duplicated. The speaker was replaced as a preventative measure. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with system failure. There were no reported adverse events.